Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a damaged response button switch. The root cause for the damaged switch was excessive force. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The monitor was returned for investigation and did not pass incoming testing.